Event description:
Shortly after implant it was noted that this lead had perforated the patient's heart. The physician chose to leave this lead since there were no negative symptoms in the patient. On (B)(6) 2015 the physician decided to cap and replace this lead since it "wasn't working". Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.